Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with power error detected alarm and also had a loose metal part. The blood glucose was 7.7 mmol/l at the time of the incident. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The troubleshooting steps were guided for power error detected alar. The customer advised to monitor the insulin pump and call back if the error recurs. The insulin pump will not be returned for analysis.